Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported false positive results (quantity and specific analytes in question unknown) for an unknown total number of patients. The consumer mentioned that they suspected some flu b results among others to be false because the patients were mildly symptomatic. No confirmatory testing methods were communicated. Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.